Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, the sheath bent and broke during hysteroscopy while handling. It is believed this might have occurred due to the patient's stenotic cervix that was "very tight." There was no leaking from the sheath, and no alarms or error codes were generated. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.